Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator began experiencing back pain and leg pain a year ago and their doctor advised that their muscles were inflamed. The doctor gave them shots, but they only helped temporarily, then the pain began going down their leg. Two weeks ago, the patient turned off their stimulation for an MRI and forgot to turn it back on. The patient noticed that their pain got better and is now gone so they turned their stimulation back on. The patient had x-rays performed to confirm that their lead had not migrated, but their pain and unwanted movement of the big toe persisted. The patient was told that a revision or explant was possible in the future, but the patient opted to assess after changing their program. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator began experiencing back pain a year ago and their doctor advised that their muscles were inflamed. The doctor gave them shots, but they only helped temporarily, then the pain began going down their leg. Two weeks ago, the patient turned off their stimulation for an MRI and forgot to turn it back on. The patient noticed that their pain got better and is now gone so they turned their stimulation back on. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this neurostimulator began experiencing back pain and leg pain a year ago and their doctor advised that their muscles were inflamed. The doctor gave them shots, but they only helped temporarily, then the pain began going down their leg. Two weeks ago, the patient turned off their stimulation for an MRI and forgot to turn it back on. The patient noticed that their pain got better and is now gone so they turned their stimulation back on. The patient had x-rays performed to confirm that their lead had not migrated, but their pain and unwanted movement of the big toe persisted. The patient was told that a revision or explant was possible in the future, but the patient opted to assess after changing their program. There were no additional patient complications.